Event description:
Follow up with the physician confirmed the statement, "comes with recurrent seizures recently" indicated the patient had an increase in seizure frequency. No causal programming changes, medication changes, or other external factors preceded the onset of the event. It is unknown what the relationship of the increased seizure frequency was to pre-vns levels as the faxed response from the physician was illegible; however, there was no relationship between the increase in seizure frequency and vns. An attempt was made for additional information; however, no additional information was provided.

Event description:
Clinic notes dated (B)(6 )2012 indicate that the patient comes with recurrent seizures recently. The patient's primidone was increased and his vns settings were increased. It is unknown whether or not the seizures were above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.